Manufacturer narrative:
The subject device was returned to the olympus local service department but not returned to omsc. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, it was found that there had been a gap on adhesive of the distal end of the subject device and dirt of the inside the light guide lens of the subject device. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the investigation results, it was found that there was no dirt inside the light guide lens of the subject device and the glue around the lens was missing. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the user cancelled the repair order and the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. Omsc surmised that the reported phenomenon occurred due to the following causes. The adhesive has deteriorated due to the effects of the chemicals used during reprocessing. The distal end received impact from the user handling out of procedure, such as hitting or dropping.